Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a misalignment in the touch position. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that a calibration was performed; however, the issue was not resolved. The se noted that the touchscreen was then replaced, and the issue was resolved.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital. Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) tech verified that the touch screen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touch screen passes all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted in a no problem found."